Manufacturer narrative:
The positioning sensor unit (psu) for the navigation system was returned to the manufacturer for evaluation. Testing found that the positioning sensor unit (psu) failed accuracy testing. Event logs showed an intermittent illuminator current issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date updated to proper value.

Manufacturer narrative:
Device manufacture date is unavailable. A medtronic representative went to the site to test the equipment. It was noted that the camera of the navigation system required replacement though the navigation system was operational. Confirmation of replacement has not been provided.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm) on the navigation system, the camera fault led illuminated. There was no patient present when this issue was identified. No additional information was provided.